Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported not being able to feel stimulation unless they are sitting down on the toilet. As a result of stimulation, their leg shakes. Patient was advised that if it is uncomfortable, they can decrease stimulation. Two days later, patient said their symptoms with bowels is constipation. On (B)(6) 2017, patient said their left lead made them uncomfortable and is noticing a dramatic difference on their right lead. The patient is able to fully empty their bladder and have an urge to use the bathroom. No further patient complications have been reported as a result of this event.